Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6)2019, wherein the lead was re-positioned. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective stimulation therapy from the scs system due to lead migration. X-rays confirmed the issue. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed issue is resolved.